Manufacturer narrative:
Concomitant medical devices: dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during an atrial flutter episode causing inappropriate termination of mode switching. The lead remains in use. No patient complications have been reported as a result of this event.